Manufacturer narrative:
The field service center was unable to duplicate the reported problem. The ventilator had passed all testing.

Event description:
It was reported that the patient's respiratory rate and minute volume increased while connected to the ventilator. The patient was placed on another ventilator with no patient harm reported.